Event description:
It was reported that on initial set up of the pt's IV, blood backed up the tubing when the pump was started. The tubing was switched and the IV restarted without incident. No pt consequence was reported.

Manufacturer narrative:
Manufacturer's report date 9/29/1998. The recall notice was dated 7/7/1998 not 4/6/1998.